Manufacturer narrative:
DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was lightly soiled from surgery. No other anomalies were observed. IFU testing was performed with no observed anomalies. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not disengage while performing the second perforation during a craniotomy. The surgeon stopped the unit himself as he felt the unit touched the brain; however, no brain tissue was damage and there was no consequences for the patient. A minimal surgical delay was reported.